Manufacturer narrative:
Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon indicated there was heartblock as a result of the valve size; therefore, a smaller prosthetic valve was implanted. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing valve replacement. It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
It was reported that the device was not used. Investigation revealed, per the operative report, the doctor lowered the prosthesis into position and tied the sutures. He closed the atrium but noted that there was a heart block that was caused. The doctor suspected that the valve was too large, causing a distortion in the right atrium. Without taking the patient off of bypass, the doctor elected to go back in, replaced the valve with a non-edwards device, closed the patient and took her off of bypass at the end of the procedure. No other details provided.

Manufacturer narrative:
Evaluation summary: as received, leaflet 1 had a cut area of approx 16 mm x 5 mm. Cut piece was not returned with the valve. External stent post diameters at the base between each commissure were measured and all three commissures were found to be within spec. No visible inconsistencies observed on leaflets. No inconsistencies were detected in the x-ray, as the wireform was intact. X-ray. Additional manufacturer narrative: the explanted valve was returned to edwards for analysis. There were no inconsistencies found with the device. Based on these findings, there is no change in the original conclusion of this case. The patient's heart block was likely related to the initial sizing of the valve, as reported by the surgeon. No further actions are being taken.